Manufacturer narrative:
The reason for the adverse event reported was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient-related condition and/or surgical techniques. However, this cannot be confirmed as the devices remain implanted and no images, radiographs, or relevant patient information were provided.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, during the implantation process, the patient experienced an anterior tibial fracture. After the punch holes were made into the distal tibia, a small fracture occurred over the anterior lateral peg hole. The fracture was not fully detached and was amenable to fixation. As a result, the patient underwent fixation of fracture with plate and screws (intra-operatively). No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 350-02-04 - talar implant sz 4 rt: 4600490. 350-10-03 - ankle sz 3 locking clip: 4847874. 350-12-03 - tibial plate fb sz 3 rt: 4604884. 350-22-04 - tibial insert fb sz 4 rt 6mm: 4537320. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.